Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5083624. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added contact office - contact name. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.